Event description:
During admission of a patient on norepinephrine, the pump continued to alarm "air in line" even after preventative interventions priming the tubing and removing the tubing to check for bubbles. The patient began to decompensate further and the emergency norepinephrine pump was used.